Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device implant, the physician was initially unable to insert the atrial lead into the atrial port. Presence of an opaque substance obstructing the advancement of the lead was suspected. The physician used force to advance the atrial lead and was able to do so successfully on a second attempt. The device and the lead remains successfully implanted.